Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had fractured. The lead was programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes, elevated short v-v intervals, and high pacing impedance. Additionally, the rv lead exhibited high capture threshold and oversensing was noted on stored electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.